Manufacturer narrative:
B5: information added.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Venous access was obtained and transseptal puncture (tsp) was performed through a thick septum using a single curve watchman access sheath (was). A pigtail catheter was inserted into the laa. Heparin had been administered. A 20mm watchman flx closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed. A thrombus was noted to have formed and attached to the was. It was noted the activated clotting time (act) was high out of range over 400. Release criteria was met and the watchman flx closure device was released and implanted. The physician decided to remove the was and no patient adverse effects were noted. The procedure was concluded. It was further reported the patient was discharged home in a routine fashion post procedure.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Venous access was obtained and transseptal puncture (tsp) was performed through a thick septum using a single curve watchman access sheath (was). A pigtail catheter was inserted into the laa. Heparin had been administered. A 20mm watchman flx closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed. A thrombus was noted to have formed and attached to the was. It was noted the activated clotting time (act) was high out of range over 400. Release criteria was met and the watchman flx closure device was released and implanted. The physician decided to remove the was and no patient adverse effects were noted. The procedure was concluded.